Manufacturer narrative:
Brake cam.

Event description:
It was reported by service report that the brakes do not hold and stay engaged. Also, the scale would not zero. The customer could not determine whether there was patient involvement or adverse consequences occurred.